Event description:
Healthcare professional reported left side rupture via nbir. Device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.